Event description:
Initial result for a pt glucose was <2mg/dl. When repeated, the result was 39 mg/dl. The incorrect results were not used to guide therapy. The field service representative repaired the instrument by replacing the sampling mechanism.